Event description:
Additional information received reported the cause of the event was routine replacement due to expected old generator battery decline. Refer to manufacturer report # 3004209178-2012-04077.

Manufacturer narrative:
Product ID 748240, lot# serial# (B)(4), implanted: (B)(6) 2003, explanted: product typ extension product ID 748240, lot# serial# (B)(4), implanted: (B)(6) 2003, explanted: product typ extension product ID 7438, lot# serial# (B)(4), product typ programmer, patient product ID 3387-40, lot# j0309733v, serial# implanted: (B)(6) 2003, explanted: product typ lead product ID 3387-40, lot# j0320163v, serial# implanted: (B)(6) 2003, explanted: product typ lead. (B)(4).

Event description:
It was reported that there were battery and impedance concerns. A longevity calculation was performed to estimate battery life. The implantable neurostimulator (ins) showed impedances of >2000 ohms on all unipolar pairs. Electrode pairs 0 <(>&<)> case and 0 <(>&<)> 2 were measured at >2000 ohms with a current of 9 microamps (ma). It was noted that a reading of <(><<)>12 ma equated to an open circuit, however these pairs were not used in the patient's programming. The patient's therapy impedance measurement was within normal range. The ins battery measurements were inconsistent. The patient was highly dystonic on the left side, which was the side with less-pronounced baseline symptoms. Additional information received reported that the inss were explanted. Additional information has been requested, but was not available as of the date of this report.